Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. Moreover, it was also noted the lead helix would not retract. Hence, the lead was surgically explanted. No additional adverse patient effects were reported.